Event description:
It was reported when the pump was implanted the patient reportedly got bacterial meningitis. The patient had found out because his insurance was billing him for it. It was noted ¿they almost killed me¿. The device system was used to deliver morphine at the time of the event. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).